Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.